Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain chronic') in a 37-year-old female patient who had essure (batch no. 624493,623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2007). Negative for endometritis. Concurrent conditions included obesity, heavy periods, parity 2 and menstrual cramps. Concomitant products included ciprofloxacin for edema auricular, nabumetone for inflammation, ondansetron for nausea and edema auricular as well as curcuma longa (turmeric), fish oil, fluticasone propionate;salmeterol xinafoate (advair), ibuprofen, prednisone, salbutamol sulfate (proair hfa) and vitamin b complex. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced inflammation ("allergic or hypersensitivity reaction: inflammatory issues") and localised oedema ("inner ear edema"). On (B)(6) 2012, the patient experienced salivary gland disorder ("salivary gland issues"), 4 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("urinary infection"). On (B)(6) 2018, the patient was found to have antinuclear antibody positive ("autoimmune disorder: positive ana test/autoimmune symptoms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("peritoneal pain"), allergy to metals ("nickel allergy"), hypersensitivity ("increased allergies"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), rash ("rashes or skin conditions: rashes/skin rashes"), endometriosis ("reproductive system disorder or condition: endometriosis"), adenomyosis ("adenomyosis"), dry eye ("vision/eye problems: dry eyes"), asthma ("other injuries or complications: asthma secondary to inflammatory issues"), lymphadenopathy ("swelling glands"), thyroid disorder ("thyroid"), pain in jaw ("jaw pain"), ear pain ("inner ear pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain") and vitamin d decreased ("decreased vit d"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy (full) and bilateral salpingectomy with fluoroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, inflammation, salivary gland disorder, localised oedema, antinuclear antibody positive, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, rash, endometriosis, adenomyosis, dry eye, weight increased, asthma, vitamin d decreased, lymphadenopathy, thyroid disorder, pain in jaw, ear pain and perineal pain had not resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, antinuclear antibody positive, asthma, bladder disorder, cystitis, dry eye, ear pain, endometriosis, hypersensitivity, inflammation, localised oedema, lymphadenopathy, pain in jaw, pelvic pain, perineal pain, rash, salivary gland disorder, thyroid disorder, urinary tract disorder, urinary tract infection, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight: 210 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion, coils in place.. Pathology test - on (B)(6) 2019: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: benign ectocervical squamous mucosa; negative for squamous dysplasia. Benign endocervical glandular mucosa with nabothian cyst formation; negative for cellular atypia. Endometrium: proliferative endometrium. Lower uterine segment with irregular scarring and benign endometrial and endocervical glands extending amidst fibromuscular stroma at prior cesarean section site. Negative for endometritis, polyp formation, cellular atypia or glandular hyperplasia. Negative for cellular atypia or malignancy. Myometrium: adenomyosis. Serosa: benign bilateral fallopian tubes: intact fallopian tubes with an essure device within each tube. Negative for cellular atypia and malignancy. Concerning the injuries reported in this case, the following ones were confirmed in the patient¿s medical records: pelvic pain, antinuclear antibody positive, inflammation. Lot number:623193 manufacture date:2007-01 expiration date:2008-12 . Lot number:624493 manufacture date:2007-05 expiration date:2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain chronic') in a (B)(6)-year-old female patient who had essure (batch no. 624493,623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2007). Negative for endometritis. Concurrent conditions included obesity, heavy periods, parity 2 and menstrual cramps. Concomitant products included ciprofloxacin for edema auricular, nabumetone for inflammation, ondansetron for nausea and edema auricular as well as curcuma longa (turmeric), fish oil, fluticasone propionate;salmeterol xinafoate (advair), ibuprofen, prednisone, salbutamol sulfate (proair hfa) and vitamin b complex. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced inflammation ("allergic or hypersensitivity reaction: inflammatory issues") and localised oedema ("inner ear edema"). On (B)(6) 2012, the patient experienced salivary gland disorder ("salivary gland issues"), 4 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("urinary infection"). On (B)(6) 2018, the patient was found to have antinuclear antibody positive ("autoimmune disorder: positive ana test/autoimmune symptoms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("peritoneal pain"), allergy to metals ("nickel allergy"), hypersensitivity ("increased allergies"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), rash ("rashes or skin conditions: rashes/skin rashes"), endometriosis ("reproductive system disorder or condition: endometriosis"), adenomyosis ("adenomyosis"), dry eye ("vision/eye problems: dry eyes"), asthma ("other injuries or complications: asthma secondary to inflammatory issues"), lymphadenopathy ("swelling glands"), thyroid disorder ("thyroid"), pain in jaw ("jaw pain"), ear pain ("inner ear pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain") and vitamin d decreased ("decreased vit d"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy (full) and bilateral salpingectomy with fluoroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, inflammation, salivary gland disorder, localised oedema, antinuclear antibody positive, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, rash, endometriosis, adenomyosis, dry eye, weight increased, asthma, vitamin d decreased, lymphadenopathy, thyroid disorder, pain in jaw, ear pain and perineal pain had not resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, antinuclear antibody positive, asthma, bladder disorder, cystitis, dry eye, ear pain, endometriosis, hypersensitivity, inflammation, localised oedema, lymphadenopathy, pain in jaw, pelvic pain, perineal pain, rash, salivary gland disorder, thyroid disorder, urinary tract disorder, urinary tract infection, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion, coils in place.. Pathology test - on (B)(6) 2019: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: benign ectocervical squamous mucosa; negative for squamous dysplasia. Benign endocervical glandular mucosa with nabothian cyst formation; negative for cellular atypia. Endometrium: proliferative endometrium. Lower uterine segment with irregular scarring and benign endometrial and endocervical glands extending amidst fibromuscular stroma at prior cesarean section site. Negative for endometritis, polyp formation, cellular atypia or glandular hyperplasia. Negative for cellular atypia or malignancy. Myometrium: adenomyosis. Serosa: benign bilateral fallopian tubes: intact fallopian tubes with an essure device within each tube. Negative for cellular atypia and malignancy. Concerning the injuries reported in this case, the following ones were confirmed in the patient¿s medical records: pelvic pain, antinuclear antibody positive, inflammation. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: : lot no added. Event "injury" was replaced with pelvic pain. New events - allergic or hypersensitivity reaction: inflammatory issues, salivary gland issues, inner ear edema, autoimmune disorder: positive ana test, bladder or urinary problems or changes, infection (bladder/urinary tract/vaginal) type: bladder, urinary, pain, rashes or skin conditions: rashes, increased allergies, reproductive system disorder or condition: endometriosis; adenomyosis, vision/eye problems: dry eyes, weight gain, other injuries or complications: asthma, decreased vit d, swelling glands, inner ear, thyroid, peritoneal pain, perineal pain were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Severity of event jaw pain and inner ear pain were updated as severe. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.